Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer¿s current blood glucose was 142 mg/dl. The customer experienced symptoms such as shaky and was going down. The customer treated with food for low blood glucose. The insulin pump will not be returned for analysis.